Event description:
It was reported that an unspecified access set leaked above the filter. It was further reported that approximately 10cc of an unknown chemotherapy drug was leaking. This was observed during a patient infusion. As a result, the infusion was disconnected and a new bag of chemotherapy drug was prepared by the pharmacy to continue the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.